Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus representative was reported that the endoscopic image was not displayed on the device. The device was olympus asset. Then, olympus inspected the device at the service department of olympus trading (B)(4) limited and the following inspection items were judged to be ineligible; button operation correctness. Menu operation correctness. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of olympus china, there was the possibility that the reported phenomenon was attributed to the failure of the circuit board due to the aging deterioration because more than 6 years had passed from the subject device had been manufactured.